Event description:
It was reported when using the unspecified bd syringe, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: the picu has reported issues with leaking. The leaking is occurring where the syringe connects to the tubing.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. The complaint could not be confirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd syringe, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: the picu has reported issues with leaking. The leaking is occurring where the syringe connects to the tubing.